Manufacturer narrative:
Item number:(B)(4).

Event description:
On (B)(6) 2017, this patient was implanted with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2028j/15780596) to treat an a thoracic aortic dissection. After the ctag implant, the right external iliac artery was dissected when the dsl2028j was removed. The patient tolerated the procedure. The physician commented that access vessels was narrow for inserting the dsl2028j. This is why the dissection occurred. The physician decided to take a wait-and-see approach for the dissection. No further information is available.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2017, this patient was implanted with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (dsl2028j/15780596) to treat an a thoracic aortic dissection. After the ctag implant, the right external iliac artery was dissected when the dsl1828j was removed. The patient tolerated the procedure. The physician commented that access vessels was narrow for inserting the dsl2028j. This is why the dissection occurred. The physician decided to take a wait-and-see approach for the dissection. No further information is available.